Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 42 months, due to aortic stenosis. No further details were provided.